Manufacturer narrative:
Masimo has reached out to the customer and the onsite masimo representatives to request the return of the device. The product has not been returned to masimo headquarters to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported, per the medwatch "while on transport and while getting ready to intubate patient, oxygen saturation probe went flatline and stopped reading. After intubating patient and getting settled, replaced oxygen saturation probe with a new one and started working again." There was no patient impact or consequence reported.